Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® dryseal sheath (dsl1228j/16042276) was returned to gore for evaluation. The device evaluation visually confirmed a split on the leading end of the dilator. This observation was consistent with the applicable portion of the event description. The root cause of the split on the dilator¿s leading end could not be determined with the available information. This type of occurrence will continue to be monitored per md24024, procedure for event trending, analysis, and review. Additional actions will be taken as they are deemed necessary. Additional sheath used in the procedure: dsl1228j/16042213.

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of a right common iliac artery aneurysm with a gore® excluder® aaa endoprosthesis contralateral leg component. The right internal iliac artery was also coil embolized. When the physician inserted a gore® dryseal sheath with hydrophilic coating (dsl1228j/16042276), there was resistance and the sheath would not advance to the right common iliac artery. The sheath was withdrawn from the patient, and it was found that the tip of the dilator was split. The physician elected not to use the sheath, and another gore® dryseal sheath with hydrophilic coating (dsl1228j/16042213) was used. Resistance was felt again, however, the sheath reached to the intended position. The endoprostheses were deployed as planned. After withdrawing the sheath, intra-procedural angiography showed a dissection from the distal end of the endoprosthesis to the right common femoral artery. Another endoprosthesis was deployed to extend the originally implanted component to the right common femoral artery. Reportedly, at the end of the procedure, the dissection was not completely covered by the endoprosthesis. The patient tolerated the procedure. The physician suspected that the split of the dilator contributed to the access vessel dissection.

Manufacturer narrative:
Device returned for evaluation? Yes. UDI: (B)(4). UDI: (B)(4).